Event description:
Patient reported that as she wore the v-go the needle would consistently slide out. Patient placed the v-go on her upper stomach. Patient did mention at times she would bump the v-go as well.